Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the cardiac tamponade was related to product performance of the stablepoint catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The stable point catheter's instructions for use state "adverse events which may be associated with catheterization and ablation include:... Tamponade...".

Event description:
It was reported that during a procedure using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade. During the procedure it was observed the patient's blood pressure dropped. It was determined that the decrease in blood pressure was due to cardiac tamponade. Drainage was performed, however, the bleeding continued. Next, they imitated surgery, however, by the time the patient's chest was opened the bleeding had resolved. The procedure was cancelled due to the surgical intervention and the patient's hospital stay was extended. The catheter is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the cardiac tamponade was related to product performance of the stablepoint catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The stable point catheter's instructions for use state "adverse events which may be associated with catheterization and ablation include:... Tamponade...".

Event description:
It was reported that during a procedure using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade. During the procedure it was observed the patient's blood pressure dropped. It was determined that the decrease in blood pressure was due to cardiac tamponade. Drainage was performed, however, the bleeding continued. Next, they imitated surgery, however, by the time the patient's chest was opened the bleeding had resolved. The procedure was cancelled due to the surgical intervention and the patient's hospital stay was extended. The catheter is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the cardiac tamponade was related to product performance of the stablepoint catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The stable point catheter's instructions for use state "adverse events which may be associated with catheterization and ablation include:... Tamponade...".

Event description:
It was reported that during a procedure using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade. During the procedure it was observed the patient's blood pressure dropped. It was determined that the decrease in blood pressure was due to cardiac tamponade. Drainage was performed, however, the bleeding continued. Next, they imitated surgery, however, by the time the patient's chest was opened the bleeding had resolved. The procedure was cancelled due to the surgical intervention and the patient's hospital stay was extended. The catheter is not expected to be returned as it was disposed of by the facility.